Event description:
It was reported that this right ventricular lead (rv) exhibited high out of range pace impedance measurements. The device when tested unipolar appeared to have good measurements, however, with bipolar the patient was symptomatic with testing due to loss of capture (loc). Technical services (ts) recommended confirming bipolar capture at higher outputs however the clinic did not want to test. Ts recommended turning on non sustained ventricular tachycardia alert in order to monitor for lead noise. This rv lead remains in service. No adverse patient effects were reported.